Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer stated that there was crack in the casing near the reservoir area and around the reservoir window towards the escape button, rewind was slower and louder, the buttons were sticky and there were unexplained no delivery alerts. The insulin pump will not be returned for analysis.